Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty inserting a cartridge onto the pump. Reportedly, the cartridge was able to be successfully loaded after a couple of attempts. There was no impact to the customer's blood glucose level. Insulin delivery was resumed.